Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "possible concern of a cracked introducer. I noticed two things: backflow of propofol into the introducer and a leak at the insertion site." A new catheter was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "possible concern of a cracked introducer. I noticed two things: backflow of propofol into the introducer and a leak at the insertion site." A new catheter was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".